Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's recharge burden for the ipg has increased. The pt has received the le charger and it is unknown if the issue has occurred with both the he and le chargers. The pt and physician discussed possible replacement due to the age of the ipg. However, the next course of action is undetermined at this time.